Event description:
It was reported that when the devices were used during a laparoscopic assisted vaginal hysterectomy, the first device, with reload, was difficult to open. The second device locked out. The case was coverted to an open procedure and completed with no further consequence to the patient.